Event description:
It was reported that the minicap extended life pd transfer set could not be disconnected from the patient line of a cassette. This issue occurred after peritoneal dialysis therapy, after closing the transfer set. The nurse went to the patient¿s home the same day and tried to assist the patient with disconnecting the transfer set from the patient line but was not successful. The nurse noted the dark blue connector started to separate from the light blue main body of the transfer set; no tubing was exposed and no leak was noted. The patient used betadine iodine to disinfect the transfer set. A new transfer set was placed on the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a white connector attached to the female connector. A visual inspection with the naked eye and magnification noted the dark blue female connector separated from the light blue main body. Leak testing was performed with no issues noted. During clear passage testing there was no flow through the set. The cause of the no flow was stuck silicone tubing possibly caused from shipment of the set with the clamp in the closed position. Clamp testing could not be performed due to no flow through the set. The white luer adapter was hand removed from the female connector, therefore the reported connection issue was not verified. The reported separation between the female connector and main body was verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the set during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.